Manufacturer narrative:
G4: this device is not distributed in us so that 510k# is blank. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the lcb distal cover glass dirty. In addition, our technician confirmed that the insertion flexible tube buckled; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. Event that occurred is temperature rise at the tip of the scope. Based on the investigation, a potential root cause of this failure is during the examination, organic matter such as the patient's blood or stool adhered to the tip of the scope, causing heat from the light to accumulate at the tip. A definitive root cause of the reported issue could not be identified. Following the results of the investigation, hra (health hazard evaluation and health risk assessment) was performed. According to hra (hv-hra-0184), since the residue adhered to the illumination lens of the endoscope, it is assumed that the adhered residue coagulated and solidified on the illumination lens as it absorbed the illumination light and was heated, resulting in the endoscopic image to become darker. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was determined that MDR is necessary.

Event description:
The time of event is not during procedure. There was no report of patient harm. Lcb distal cover glass dirty.